Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of 4581 was chosen to capture the event of pneumoperitoneum. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. (Used for pneumoperitoneum) pneumoperitoneum and intestinal performation are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient was positive for covid-19 and was admitted to the hospital due to fever and low oxygen. The patient also reported a headache and abdominal pain. The patient was assessed by the gastroenterologist who brought the external retention plate closer to the abdominal wall as he believed air may be escaping from the stoma site. Afterwards, a CT scan was done which showed that gastrostomy point was very close to the transverse section of the intestinals. The patient required urgent surgery. There was an air leak caused by the peg tube penetration between the transverse section of the intestine and the stomach which was surgically repaired. An incision of approximately 10 cm was made in the abdomen. The old tubes were removed endoscopically and new tubes were placed. The patient remained hospitalized and was discharged on (B)(6) 2024.